Event description:
It was reported that one day post procedure the patient experienced phrenic nerve stimulation. The atrial lead exhibited no capture and sensing. The lead was explanted and replaced. No other patient symptoms were reported.